Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level and diabetic coma on (B)(6) 2020. Customer¿s blood glucose level was 780 mg/dl at the time of hospitalization. Customer was assisted with troubleshooting for high blood glucose level. Customer reported that insulin pump had crack at back side. The insulin pump will not be returned for analysis.